Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 7/3/2024.

Event description:
It was reported that in a therapeutic procedure output of the camera head was not in correct color. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found pixel defects (white flaws). Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in a therapeutic procedure output of the camera head was not in correct color. There were no reports of patient harm.